Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012122836); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: 0012117267); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve ((B)(6)), the device was inspected prior to use and a pre-implant balloon aortic valvuloplasty (bav) was performed as standard for the implanting physician. The valve was implanted at a depth of 3-5mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc). During removal of the pig tail catheter, the catheter interacted with the valve, causing a dislodgement. After valve dislodgement, the implant depth was -10mm on both the ncc and lcc. The dislodgement did not cause any adverse patient effects, but a second valve ((B)(6)) was implanted transcatheter aortic valve (tav)-in-tav as intervention to preclude impairment. A procedural delay of approximately 30 minutes occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
Image review: 7 fluoroscopic cine loops were provided for review. One image shows the first implant attempt which features the evolut at a ca. 3 mm implant depth on the left coronary cusp (lcc) side as reported by the implanters. All provided images were recorded in the same left anterior oblique (lao), open arch projection, which means that a reliable implant depth assessment on the non-coronary cusp (ncc) side was not possible. This could mean that the valve was sitting much shallower during final deployment than assumed. With a very high implant on ncc, the withdrawal of the pigtail might have applied just enough force to dislodge the valve. With the information provided, the withdrawal of the pigtail can be confirmed as the root cause of the valve dislodgement. However, the non-dependable ncc implant depth assessment may have indirectly contributed to an easier dislodgement. Because of the subsequent tav-in-tav, a prolongation of the procedure but no adverse patient effects were reported. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.